Manufacturer narrative:
Additional patient codes: (B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2008 whereby a gore dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2017 and (B)(6) 2018, additional procedures occurred whereby explant of the gore device was performed. The following was reported: ¿hernia mesh caused chronic seroma, abscess, mesh infection, mesh migration, and erosion into diaphragm and liver. [The patient] suffered seroma cavity excision in (B)(6) 2014; percutaneous drain placement on (B)(6) 2015; drainage of a seroma on (B)(6) 2016; open surgery to remove mesh due to ¿infection and inflammatory reaction due to prosthetic device¿ on (B)(6) 2017; wound vac placement and healing by secondary intention following (B)(6) 2017 procedure (open wound was 13 x 11 cm); development of bulging hernia where gore mesh was removed around (B)(6) 2017; and another open surgery on (B)(6) 2018 to repair hernia, remove retained gore mesh which was eroding into her diaphragm and liver and to repair her diaphragm.¿ it was further reported the patient ¿¿suffered substantial pain, disfigurement, anxiety, a lengthy time period of an open wound with wound vac, loss of ability to enjoy life, and substantial medical bills through medicare. She also has loss substantial abdominal muscle and is it a [significant] future risk of additional hernias.¿ it was reported the patient alleges the following product deficiencies: seroma, abscess, mesh migration, erosion, adhesions, and foreign body reaction. Additional event specific information was not provided.

Manufacturer narrative:
Updated result code. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2007, including records for the right partial nephrectomy, were not provided. [Missing records: records for ¿MRI (B)(6) 2007 large right lateral flank hernia partially imaged but containing bowel and a small bulging component of the inferior tip of the right lobe of the liver¿ were not provided.] On (B)(6) 2007: (B)(6) health care. (B)(6) , md. Consultation. Initial consult for flank hernia. Hpi: occurred after surgery for a laparoscopic converted to open right partial nephrectomy 2 years ago secondary to renal cell carcinoma. Hospital course at that time complicated by postop bleeding, wound had to be re-opened. Pt noted bulge occurred approximately 4 weeks after surgery. Bulge has increased in size. Noted abdominal and right flank pain w/ bulge. Right flank hernia large w/ herniated intra-abdominal contents to include part of the right lobe of the liver but no evidence of significant incarceration, strangulation or obstructed bowel. Now for evaluation for surgery. Pmh: diabetes. Psh: lap converted to open partial nephrectomy. Open cholecystectomy. Abdominal hysterectomy and bilateral salpingo-oophorectomy. MRI 06/10/07 large right lateral flank hernia partially imaged but containing bowel and a small bulging component of the inferior tip of the right lobe of the liver. Assessment: large post-surgical right flank hernia, symptomatic. She desires surgical intervention. Surgery likely in january. Plan: pt will be scheduled for laparoscopic versus open ventral hernia repair w/ mesh likely (B)(6) 2008. CT abdomen and pelvis to reevaluate for adequate tissue for mesh repair. On (B)(6) 2008 : (B)(6) health care. (B)(6) , md. Office notes. Hpi: bulge increased in size, significantly bothersome, causes constipation which is relieved by stool softeners. Small area still remains outside abdomen. Increased pain and discomfort, feels like it may be getting larger. Exam: unremarkable except obese, large right flank hernia. Assessment/plan: pt scheduled to undergo laparoscopic flank hernia repair w/ mesh tomorrow. Pt informed of risks and benefits of procedure. On (B)(6) 2008 : (B)(6) health care. (B)(6) , md. Consult note. S/p laparoscopic flank hernia repair w/ mesh, has uncontrolled blood glucose. Cc: diabetes management, uncontrolled glucose. Hpi: pt morbidly obese. Hx diabetes that has been controlled for the past 3 years w/ diet. She reports that she was taking pills until her nephrectomy at which she was taken off the pills. Checks blood sugar rarely, fasting it has been around 150. She was taking glipizide at that time possibly. Social hx: unemployed d/t hernia complications. Meds: insulin drip. Impression: poorly controlled or worsening (diabetes mellitus, uncontrolled blood sugars). Plan: home on oral glycemic meds. On (B)(6) 2008 : (B)(6) health care. (B)(6) , md; (B)(6) , md. Progress notes. Abdominal binder in place. Oozing from a suture site on right flank. Wbc 14.7. Plan: encourage ambulating. On (B)(6) 2008 : (B)(6) health care. (B)(6) , md. Progress notes. Pt concerned over wound/flank size yesterday, reassured that it is a seroma. Wbc 14.2. On (B)(6) 2008 : (B)(6) health care. (B)(6) , md; (B)(6) , md; (B)(6) , md. Discharge summary. Hospital course: right flank hernia repair w/ mesh. Underwent procedure laparoscopically and tolerated it well. She is ambulating, tolerating a diabetic diet, and has return of bowel function. Ready for d/c. F/u in dr. (B)(6) general surgery clinic in 5 days. Pt is from georgia and will stay in town until her final appointment w/ dr. (B)(6) . Discharge information: may shower, but do not soak your incision for the next four weeks. Gradually resume your normal activities. Do not lift more than 20 lbs. Stair climbing as tolerated. Diet: diabetic. D/c meds: glipizide. Wound care: after bandages removed, leave incision site open or cover it w/ a band-aid. Keep incision site clean and dry. Inspect incision daily for redness, drainage or heat around site. F/u w/ pcp in 2 weeks. Addendum: must f/u w/ primary care physician for management of diabetes when you return home. Make appointment as soon as possible for good blood sugar control. Continue to check your blood sugars according to your home regimen. On (B)(6) 2008 : (B)(6) health care. (B)(6) , aprn. Office notes. Hpi: being seen today postop. States gained quite a bit of weight, specifically 15 lbs while inpatient, legs are edematous. Wt 134.1 kg. Exam: multiple laparoscopic incisions noted w/out evidence of erythema, induration or drainage. No fascial defect noted. Large seroma noted right flank. Plan: can return home in (B)(6) . On (B)(6) 2008 : (B)(6) health care. (B)(6) , nss. Phone message. Dr. (B)(6) office in georgia requesting op notes, d/c summary and clinic notes regarding pts surgery w/ dr. (B)(6) , as she is having problems and dr. (B)(6) is seeing her. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 6/4/2007, including records for the right partial nephrectomy, were not provided. (B)(6) 2007: (B)(6). Md. Office notes. Cc: inc. Hernia, right lateral abdomen, lumbar triangle, since nephrectomy for cancer. Large ¿volleyball-size¿ reducible mass; reduces when she lies down at night, very tender, especially in am, unable to exercise. Hx diabetes, obesity. Pmh: asthma. Meds: glucophage. Ros: c/o abdominal pain. Impression: ventral hernia right lateral abdomen, loss of abdominal domain. Pt is high risk surgical candidate w/ hx obesity, dm. I do not feel like pt is a surgical candidate at this time. To attempt repair of this hernia, which takes up the right half of her body, would be to risk her life, both intra-op and from postop complications. I have offered to refer her to a specialist in these large, ¿loss of abdominal domain¿, ventral hernia (dr. Bruce ramshaw). Plan: abdominal binder. Avoid heavy lifting. (B)(6) /2007: (B)(6). Md. Letter to dr. (B)(6). I am writing you on behalf of a patient who was referred to me with a very large hernia. She had a laparoscopic right nephrectomy at emory university which had to be emergently converted to an open procedure for bleeding. Post-operatively she developed a hernia, which has steadily grown in size. She was initially evaluated at emory and told that there was nothing that they could do for her. The hernia is now the size of a volleyball containing both small and large bowel with loss of abdominal domain. (B)(6) /2009: (B)(6). Md. Office notes. Cc: right side pain. Hpi: she has had a ¿mass¿ over the right lateral abd/right flank since the week after her surgery. Occasionally tender and hard, usually soft. Never completely resolved. Impression/plan: abdominal pain. Large mass right lateral abd wall, most likely postop seroma. CT abdomen. F/u after CT. [Spsaine-8cco-brn-00025-26] (B)(6) /2009: (B)(6)., md. Radiology ¿ CT abdomen. Indication: abdominal pain. Hx hernia repair, abscess. Conclusion: there has been repair of the right lateral abdominal wall hernia. There is a fluid collection superficial to the mesh and a trace amount of fluid on the peritoneal side of the mesh. Clinical correlation regarding the fluid collection is seen. It probably represents a hematoma/seroma but abscess cannot be completely excluded. (B)(6) /2009: (B)(6)., md. Office notes. F/u after CT. Cc: abdominal pain. Hpi: hx large ventral right flank. Has had large seroma. Only causes mild discomfort, no change in size, no hx of infection. Scan showed large fluid collection over mesh, no evidence of recurrent hernia. Exam: mass right lateral abd wall, not reducible, tenderness. Impression: postop seroma, chronic. Plan: pt has opted to observe for now, f/u prn. (B)(6) 2014: (B)(6)., md. Radiology ¿ CT abdomen and pelvis. Indication: abdominal pain, recurrent hernia, seroma. Impression: fluid collection along right lateral abdominal wall superficial to previously surgically repaired lateral hernia. No residual or recurrent hernia is identified and collection probably reflects a chronic seroma that is partially imaged. Seroma is more completely imaged as compared to prior exam of (B)(6) 2013, however. (B)(6) 2014: (B)(6)., md. Office notes. Cc: seroma, right flank, 5 years, increasing in size. Meds: glipizide, glucophage. Wt 261 lbs. Impression/plan: seroma. Discussed risks/benefits of drainage of seroma including but not limited to mesh infection. Pt expressed understanding and wishes to proceed. Aspirated 850cc light brown fluid. Sent for culture. Return for recheck. (B)(6) 2014: (B)(6)., md. Md. Office notes. Cc: f/u, seroma, recurrent fluid collection right lateral abdomen. Meds: glipizide, glucophage. Wt 261 lbs. Exam: mass right lateral abd wall, not reducible, tenderness. Impression: recurrent seroma, hematoma. Us guided aspiration of complex fluid collection right lateral abdominal wall. Aspirated 410cc brown chunky fluid w/ whitish specks. Probably old hematoma. Wear compression binder as much as possible. Abnormal bmi, increase activity recommended. F/u 2 weeks for repeat drainage. (B)(6) 2014: (B)(6)., md. Md. Office notes. Cc: seroma, left lateral abdomen. Wt 261 lbs. Exam: mass right lateral abd wall. Impression/plan: seroma. Us guided aspiration of seroma. Will check CT scan prior to next appt. Abnormal bmi, increase activity recommended. CT scan of abdomen and pelvis. F/u 2 weeks. (B)(6) 2014: (B)(6)., md. Md. Office notes. Hpi: f/u seroma. More tenderness. Us guided aspiration of 250 cc cola colored seroma. Impression/plan: seroma. Open incision and drainage. Us guided aspiration. To or for open debridement and drainage. Discussed risks and consequences of infection, possible mesh infection, need for mesh removal. Pt expressed understanding. F/u 1 week. (B)(6) 2014: (B)(6)., md. Md. Radiology ¿ CT abdomen/pelvis. Hx: right sided seroma. Impression: slight decrease in size of large right-sided flank region seroma. This resided at the level of prior herniorrhaphy. (B)(6) 2014: (B)(6)., md., md. Office notes. Hpi: recurrent seroma. Has had us guided drainage for 6 weeks. Slowly decreasing in size. Still causing pain and tenderness. Meds: glipizide, glucophage. Bmi: 46.4. Us guided aspiration of seroma to near resolution 325 cc serous fluid. Exam: included mass right lateral abd wall. Impression/plan: recurrent seroma. Open excision of seroma cavity w/ drainage. Failure of us guided drainage to fully resolve seroma. Pt has opt for surgery. Risks/benefits were discussed including but not limited to; infection, long term open wound, infection of mesh requiring further surgery. Pt expressed understanding and wishes to proceed. (B)(6) 2014: (B)(6)., md. Operative report. Preop diagnosis: chronic abdominal wall seroma. Postop diagnosis: chronic abdominal wall seroma. Extensive necrotic tissue and debris, right abdominal wall. Procedure: extensive debridement of abdominal wall and seroma cavity. Closure of seroma cavity. Assistant: lindsay pearson, pa-c. Anesthesia: local, mac. Specimens: necrotic debris and wall of seroma. Drains: two 15-french jp drains. Findings: a 20 x 30 x 10 cm seroma cavity with large amount of pasty gray necrotic debris. Dual mesh intact in the floor of the cavity. Indication: presented w/ a seroma in her right abdominal wall. This had been present really since she had her hernia repaired about 5 years ago. We tried percutaneous drainage multiple limes but we were unable to ever get this completely resolved. She now presents for surgical debridement. Risks, benefits, and options of surgery were discussed at length with the patient and her family and they agreed to proceed. Description: ¿the patient was taken to the operating room, placed supine on the operating room table, and given IV sedation per anesthesia. She was then placed in the left lateral decubitus position with the right side up on a bean bag. The abdomen was sterilely prepped and draped with chloraprep in the usual fashion. Local anesthetic, 0.25% marcaine with epinephrine, was injected in the subcutaneous tissue. I made an incision along her previous her previous scar and electrocautery dissection was carried into the seroma cavity. I first went right along the wall of the seroma cavity and dissected the subcutaneous tissues off that seroma cavity. I then entered the seroma cavity. The seroma was sitting directly on the mesh. The dual mesh was at the base of the cavity. It was intact. I excised the anterior wall of the seroma cavity all the way down to the connection of the fascia with the mesh. I then copiously irrigated the area and washed out all of that necrotic debris. Once it was totally clean and hemostatic, I placed a is-french jp drain in the base of the cavity and closed the deep thick fascial tissue over the dual mesh. I placed another jp drain and closed the next layer of deep subcutaneous tissues with interrupted 3-0 vicryl sutures. The first layer was closed with interrupted 2-0 vicryl sutures. I closed down the rest of the dead space over the top using interrupted 3-0 vicryl figure-of-eight sutures. The skin was closed with staples. The drains were secured with 2-0 nylon sutures. The patient tolerated the procedure well. She was taken to the recovery room in stable condition. Recommendations: we will watch her overnight mostly for pain control. She is at significant risk of chronic mesh infection and we knew this going into this operation. We will watch her closely for any signs of infection or any sign of pus in the drains.¿ (B)(6) 2014: (B)(6)., md. Office notes. Postop note. Impression/plan: excision seroma, removed drain 1 today. F/u 1 week, wear abd binder. (B)(6) 2014: (B)(6)., md. Office notes. Postop note; doing well. Exam: included right lateral abd incision healing well. Staples removed today, removed jp drain today, intact. Impression/plan: seroma. Appears to have healed well. Still at risk for deep infection/mesh infection. Pt to call if any fevers, erythema or swelling. F/u 4 weeks. (B)(6) 2014: (B)(6)., md. Office notes. Postop note. Pt had one episode of fever 2 weeks ago, none since. Had some pain and fullness at surgical site, no change in size w/ standing or staining. Exam: included right lateral abd incision well healed, deep duration, scare tissue mass. Impression/plan: seroma. S/p excision seroma cavity. Pt at high risk for mesh infection of previously installed mesh, but no evidence of infection at this time. Continue to wear abd binder when active. F/u 4-6 weeks. (B)(6) 2014: (B)(6)., md. Office notes. Postop note; doing well, no bulging in mass. Exam: right lateral abd scar, hardened area deep to scar consistent w/ scarring/mesh, no seroma, no skin changes. Impression/plan: seroma. Ventral hernia. Well healed no hernia, no seroma. No further surgical intervention indicated. F/u prn. (B)(6) 2015: (B)(6)., md. Radiology ¿ CT abdomen/pelvis. Impression/plan: large intraperitoneal fluid collection is suggested adjacent to a right lateral abdominal wall hernia repair. The repair terminates at the level of the right iliac crest. Several small air bubbles within this low-density fluid collection can be seen. Possible postoperative change, recent aspiration and/or early infection. The air bubbles do appear to be trapped within subtle septations and/or loculation. There is extrinsic mass effect on the intraperitoneal content secondary to this large collection measuring approximately 22 x 17 cm. Right lateral abdominal wall soft tissue edema can be seen. Possible site of prior seroma evacuation and/or cellulitis. Portions of the abdomen are outside the field of view. Right renal cortical scar lower pole region. This is believed to be a chronic finding. (B)(6) 2015: (B)(6)., md. Office notes. Cc: abdominal pain, bloating. Constipation, irregular bm¿s, taking miralax daily. Meds glipizide, glucophage. Ros: included c/o nausea, emesis, bloating, abdominal pain, constipation. Wt 249 lbs. Impression/plan: abdominal fluid collection. CT scan showed large fluid collection which appeared to be intraperitoneal, inside the mesh. No evidence of recurrent hernia, seroma. Unknown etiology for large fluid collection-poss reactive seroma d/t mesh vs abscess. CT guided drainage of fluid collection. Sent for culture. Drain left to jp bulb suction. F/u 1 week. (B)(6) 2015: (B)(6)., md. Radiology ¿ CT abscess drain peritoneal. Impression: successful drainage catheter placement within an abdominal wall fluid collection to the right of midline, apparently related to previous hernia repair with reinforcement mesh, as described. (B)(6) 2015: (B)(6)., md. Office notes. Cc: seroma. Hpi: f/u after drain placement. ¿I feel better than I have in 4 months.¿ meds: glipizide, glucophage. Impression/plan: postop seroma, resolved s/p drain. Repeat CT can next week. F/u 3 weeks. (B)(6) 2015: (B)(6)., md. Radiology ¿ CT abdomen/pelvis. Hx: retroperitoneal abscess catheter evaluation for large seroma. Findings: the drainage catheter is in good position within what is left of the right lateral quadrant/lower quadrant fluid collection. The external tubing was exchanged. The catheter drains freely. There is only a small residual fluid collection left just below the lateral wall mesh measuring 5.9 x 2.8 cm markedly decreased from the previous exam at which time measured 23 x 14 cm. No new fluid collections are visualized. (B)(6) 2015: (B)(6)., md. Office notes. Cc: seroma. Hpi: f/u after drain placement. Meds: glipizide, glucophage. Wt 249 lbs. Impression/plan: seroma. Repeat CT scan and possible drain removal next week. F/u 2 weeks. (B)(6) 2015: (B)(6)., md. Radiology ¿ CT abdomen/pelvis. Impression: existing catheter is removed after discussion with dr. Leigh. There is a subcapsular collection of fluid along the surface of the liver, small collection of fluid along the adjacent area to the stent. The only change from the prior exam from 25 june is that air collection within the pocket of fluid that was adjacent to the mesh graft has resolved. (B)(6) 2015: (B)(6)., md. Office notes. Hpi: f/u after CT. C/o abdominal distention. Feels like seroma is coming back. Meds: glipizide, glucophage. Impression/plan: seroma. Abd us showed scant amount of fluid in former seroma cavity. F/u CT 3 months. F/u after scan. May return to normal activity. (B)(6) 2015: (B)(6)., md. Office notes. Hpi: f/u seroma. Pain in right lateral abdomen. Duration 4 weeks. Having irregular bms, diarrhea 3 weeks ago after round of antibiotics, followed by constipation, straining. Meds: glipizide, glucophage. Wt 249. Bmi 42.9. Impression/plan: abdominal pain. New pain after severe coughing. Don¿t feel an obvious hernia on exam but will recheck CT. (B)(6) 2015: (B)(6)., md. Radiology ¿ CT abdomen/pelvis. Hx: right-sided flank pain w/ hx of seroma. Comparison: 06/10/15. Impression: large fluid collection in the right flank just deep to a hernia mesh. This is minimally decreased in size compared to the prior study from 06/10/15. (B)(6) 2015: (B)(6)., md. Office notes. Cc: abd pain; f/u after CT. Hpi: right lateral abd pain comes and goes. Meds: glipizide, glucophage. Exam: included abdomen soft, obese, scar rt lateral abd w/ extensive deep mass/hard scar in deep sq (10 x 18 cm). Impression/plan: recurrent seroma; recommend internal drainage, as external drainage has failed. (B)(6) 2015: (B)(6)., md. Operative report. Pre/postoperative diagnosis: abdominal wall seroma, chronic. Assistant: lindsay d. Pearson, pa-c. Anesthesia: general. Procedure: diagnostic laparoscopy with internal drainage of seroma. Laparoscopic lysis of adhesions. Ebl: 3 ml. Specimens: internal serosal wall. Findings: a very large seroma in the right posterolateral abdominal wall. History: ¿a 68-year-old female presents with a chronic seroma cavity in her right posterolateral abdominal wall. The patient had a flank hernia, which was repaired 4 years ago. She has a mesh in place. This postoperative seroma has been drained percutaneously at least 3 different times and continues to recur. She is now having local symptoms of pressure on her right kidney, liver, and inability to lay on her right side. The risks, benefits, and options of surgical intervention were discussed with the patient and her family, and they agreed to proceed.¿ description: ¿the patient was brought to the operating room, placed supine on the operating table, placed under general endotracheal anesthesia. The abdomen was sterilely prepped and draped with chloraprep in the usual fashion. A 10 mm incision was made in the left upper quadrant and a 10 mm optiview trocar was inserted into the abdomen under direct camera visualization. The pneumoperitoneum was established to 15 mmhg pressure. A 5 mm trocar was inserted into the left periumbilical region and a 5 mm trocar in the right lower quadrant. There were dense omental adhesions to the right upper quadrant, extending down to that right lateral abdomen and draped over the seroma. I used very careful blunt and sharp scissors dissection to taken down all these omental attachments to that seroma cavity. This laparoscopic lysis of adhesions took 25 minutes. Once this was complete, I had that whole medial wall of the seroma cavity cleared off. I then cut out a window in the medial wall of the seroma cavity, measuring 10 x 5 cm. I suctioned 3 l of dark, reddish brown fluid from the seroma cavity. I removed the pieces of the seroma cavity wall and passed this off for pathology. The seroma cavity and right upper quadrant were copiously irrigated. All irrigant was removed. All areas of dissection were seen to be hemostatic and without injury. All trocars were removed under direct visualization of the camera. All trocar sites were seen to be hemostatic. At the trocar site, local anesthetic of 0.25% marcaine with epinephrine was injected and the incision was closed with 4-0 monocryl subcuticular sutures. Dermabond was applied. The patient tolerated the procedure well. She was extubated in the operating room and taken to the recovery room in stable condition. The sponge and instrument count was correct x3.¿ (B)(6) 2015: (B)(6)., md. Md. Pathology report. Accession #: (B)(6). Final dx: abdominal wall seroma, excision: seroma with active and chronic inflammation. Negative for atypia. Pre/postop dx: seroma. Specimen(s): seroma wall abdominal. (B)(6) 2015: (B)(6)., md. Office notes. Post op; doing well, only c/o knot, bruising on abdomen. Exam: 2 cm nodule left periumbilical scar w/ overlying cruising all incisions healing well. Right lateral abdomen decreased swelling, mass. Impression/plan: seroma. S/p lap internal drainage. Abd wall hematoma at port site. Should resolve w/ time. F/u 4 weeks. (B)(6) 2016: (B)(6)., md. Office notes. Post op note; pt has been swelling/bloating in the ruq and right flank for 3 weeks. Impression/plan: seroma, abdominal pain. Repeat CT pelvis/abdomen. If still drained, will need to pursue further workup of abdominal pain. If recurrent, will need repeat internal drainage. (B)(6) 2016: (B)(6)., md. Radiology ¿ CT abdomen/pelvis. Impression: large fluid collection adjacent to the patient¿s hernia mesh in the right side of the abdomen that has slightly decreased in size compared to the prior study. (B)(6) 2016: (B)(6)., md. Office notes. Hpi: discuss surgery; seroma rt flank, recurrent swelling. S/p lap drainage seroma (B)(6) 2015 [nurse reviewer note: other records indicate procedure (B)(6) 2015 ]. CT scan shows recurrent seroma rt flank. Meds: glipizide, glucophage. Wt 249 lbs, bmi 42.9. Exam included abdomen; bulging rt flank-no real change from previous exam, obese, soft, nt. Impression/plan: at previous operation, I removed a 4x4 cm window from the inferior/medial wall of the seroma cavity. This has sealed itself and she has a recurrent seroma in the same location. I feel that the only [sic] was to completely resolve this seroma is to completely resect the entire medial wall of the seroma and then pack the cavity with an omental patch. (B)(6) 2016: (B)(6)., operative report. Pre/postoperative diagnosis: recurrent seroma. Anesthesia: general. Procedure: robotic/laparoscopic lysis of adhesions, extensive. Excision and biopsy of seroma wall and internal drainage of seroma. Ebl: 10 ml. Specimens: seroma wall for culture and pathology. Findings: a large seroma with over a liter of dark yellow fluid within it. History: ¿a 68-year-old female with a history of a right flank hernia that was repaired by me 5 years ago. Since that time, she has had a recurrent seroma. We have done multiple percutaneous drainages of the seroma. Approximately 6 months ago, I did a laparoscopic drainage of this seroma, creating a small window in the medial wall, but this has obviously sealed over, so she now returns to the operating room for drainage of this symptomatic seroma. The risks, benefits, and options of surgical intervention were discussed with the patient and her family, and the agreed to proceed.¿ description: ¿the patient was brought to the operating room, placed supine on the operating table, placed under general endotracheal anesthesia. Abdomen was sterilely prepped and draped with chloraprep in the usual fashion. A roll was placed behind her right flank to raise this in the air a bit. I placed a 10 mm optiview trocar in the left upper quadrant, an 8 mm robotic trocar in the left midline and an 8 mm robotic trocar in the left lower quadrant. I also placed an 8 mm robotic trocar in the right lower quadrant. There were extensive intraabdominal adhesions with the omentum stuck up to the right upper quadrant and right lateral sidewall. I first identified the ascending colon and traced that as it went around from the ascending to the transverse colon. This was actually hanging down alone and was not involved with the abdominal wall. Therefore, I was able to take down the adhesions with less worry about bowel injury. The robot was docked over the patient¿s left leg. This was the da vinci xi robot. I then performed extensive adhesiolysis with the da vinci xi robot all the way over to the right lateral sidewall and that medial wall of the seroma. I took the adhesions down off the medial wall of the seroma. I then entered the seroma right as it adjoined the anterior abdominal wall. We initially drained out about a liter of dark yellow fluid. I then resected the entire medial wall of that seroma. This was placed in an endopouch and passed off for culture and pathology. At this point, I will [sic] looking at the medial surface of the dual mesh, which had been placed laparoscopically. You could see some of the metal tacks, which had been used to place the mesh. The omentum was very mobile, and I used 2-0 vicryl sutures to suture the omentum up to the mesh and completely cover the mesh with an omental flap from that transverse colon. Once I had multiple sutures in place, the entire mesh was covered with omentum, and the omentum took up the entire cavity of this former seroma cavity. I felt like this was the best way to prevent a recurrent seroma. All areas of dissection were seen to be hemostatic and without injury. I left a 19-french, fully-fluted blake drain in the seroma cavity and brought it out through the right lower quadrant port site. The pneumoperitoneum was released. All trocars were removed under direct visualization with the camera. All trocar sites were seen to be hemostatic. The patient received a tap block preoperatively for pain control. The incisions were closed with 4-0 monocryl subcuticular sutures. Dermabond was applied. The patient tolerated the procedure well. He [sic] was extubated in the operating room and taken to the recovery room in stable condition. The sponge and instrument counts were correct x3.¿

Manufacturer narrative:
Added patient medical history. Added lot #, expiration date, di #. Corrected implant date. Corrected date. Added device manufacture date. Updated method and results codes for manufacturing and sterilization evaluations. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2008, including records for the right partial nephrectomy, were not provided. Records dated (B)(6) 2008 states: ¿the patient is a 60-year-old female who has been seen before by (B)(6), md for a large right flank hernia. The patient states that this hernia occurred approximately 2-3 years ago following her right partial nephrectomy for renal cell carcinoma. She states approximately 4 weeks after her surgery she began to feel a bulge in that area and has progressively increased in size since that time. It is now becoming significantly bothersome to her and causes her to have constipation which is relieved with stool softeners. Prior this area had been easily reducible especially at night time when she would lay on her left side. Now it is becoming more difficult to reduce and is no longer completely reducible with a small area that still remains outside the abdomen. She also reports having increased pain and discomfort/ she feels like it may be getting larger. The patient is otherwise doing well with no fevers or chills. No nausea, vomiting or diarrhea. No evidence of strangulation or incarceration of her bowel.¿ the (B)(6) 2008 records note the following history: ¿past medical history: significant for diabetes with diabetic neuropathy and hypertension. Past surgical history: significant for a laparoscopic converted to open partial nephrectomy, open cholecystectomy, abdominal hysterectomy and bilateral salpingo-oophorectomy and ankle fracture repair.¿ the (B)(6) 2008 records state: ¿assessment/plan: the patient is a 60-year-old female status post partial nephrectomy approximately 2 years ago with a resultant large incisional right flank hernia. 1. Patient is scheduled to undergo laparoscopic flank hernia repair with mesh tomorrow, (B)(6) 2008.¿ operative records dated (B)(6) 2008 state the patient underwent ¿laparoscopic flank hernia repair with prosthetic mesh¿ for a postoperative diagnosis of ¿flank hernia on the right side with loss of domain.¿ operative findings state: ¿a right loss of domain flank hernia was noted, and this was repaired using gore-tex dual mesh with both surgical tacks and permanent transfascial sutures. The patient tolerated the procedure well.¿ the (B)(6) 2008 operative report states: ¿we gained access to the abdomen through a 2-cm incision on the right side of the patient's abdomen just anterior to the hernia. We dissected down through the soft tissues and placed a balloon-tipped trocar into her abdomen at this point. Pneumoperitoneum was then achieved, and we placed 5-rnrn operating ports to perform adhesiolysis. An extensive adhesiolysis was noted and when this was completed, we did notice a flank hernia of significant size on the right side. She did have loss of domain, but with pneumoperitoneum we were able to reduce the intraabdominal contents back into the abdominal cavity.¿ the (B)(6) 2008 operative report continues: ¿we elected to repair this, and a 26-cm x 34-cm piece of gore-tex dual mesh was used for this purpose. Permanent gore-tex sutures were placed in the four corners, and then the mesh was rolled up and placed inside the abdomen. It was then unrolled and the 4 transfascial sutures were pulled up through the abdominal wall. Once this was done, the edges of the mesh were tacked in place using an absorbatack surgical tacker . We then placed additional transfascial sutures to give her multiple points of permanent suture fixation. Once this was done the abdomen was inspected, and the repair was determined to be in good condition. Operating portals were then removed and the camera port was removed. The incision sites were closed and sterile dressings were applied.¿ the records indicate a gore dualmesh® biomaterial (1dlmc08/05462553) was implanted during the procedure. Records between (B)(6) 2008 and (B)(6) 2017, including records for the alleged ¿seroma cavity excision in (B)(6) 2014¿, ¿percutaneous drain placement on (B)(6) 2015¿, and ¿drainage of a seroma on (B)(6) 2016¿, were not provided. Records dated (B)(6) 2017 indicate the patient was seen for an abdominal wall seroma. ¿location: right lateral abdomen. Duration: 4 months. Timing: constant. Context: pain worse with rms. Modifying factors: normal colonoscopy by dr. (B)(6) 1 month ago. Associated signs & symptoms: fever, tenderness, warmth, redness, nausea.¿ ¿impression: 1. Large right lateral abdominal wall extraperitoneal subcutaneous fluid collection is seen. Thickened walls with adjacent inflammation and air-fluid levels suggesting secondary infection of a seroma. Current extraperitoneal collection and potential abscess in direct continuity with the hernia graft material. 2. Intraperitoneal fluid collection enveloping the graft located adjacent to the extraperitoneal collection. Intraperitoneal collection also maintains subtle air bubbles which are positioned in nondependent locations suggesting secondary infection, abscess. The intraperitoneal collection is smaller and measures 12.8 x 4.5 cm. Extraperitoneal collection is approximately 12 cm in average diameter.¿ the (B)(6) 2017 records state: ¿[history] right flank hernia repair ¿09 complicated by post op seroma. [History] persistent seroma. [History] seroma cavity excision (B)(6) 2014. [Status post] perc drain placement (B)(6) 2015. (B)(6) 2016 ¿ internal drainage of seroma.¿ the records indicate needle aspiration was performed during the visit and 30cc of pus was obtained and sent for culture. Records detailing the postoperative and persistent seroma, ¿seroma cavity excision (B)(6) 2014¿, ¿perc drain placement (B)(6) 2015¿, and ¿(B)(6) 2016 ¿ internal drainage of seroma¿ were not provided. Operative records dated (B)(6) 2017 state the patient underwent treatment of a ¿right abdominal wall abscess with infected mesh.¿ ¿history: the patient is a 69-year-old female with a long history of a right flank hernia, which has been complicated by chronic seroma and recurrent hernia, now presented with a large fluid collection in the right flank. Aspiration of that fluid revealed pus and the cultures were positive for enterococcus.¿ ¿findings: large cavity with mesh floating in the middle and necrotic debris on all sides. Initial external measurements were only 4 x 4 cm. Internal measurements after debridement and removal of mesh were 13 x 11 cm.¿ the (B)(6) 2017 operative report states: ¿a 10 cm transverse incision was made over the fluctuant mass. I first encountered just some murky bloody fluid and necrotic debris within the superficial part of the cavity. The mesh was visible in the base of the cavity and the external part of this cavity only measured 4 x 4 cm, but internally, the cavity was large. The mesh was just floating in the middle. I first did debridement of the subcutaneous tissues down to good healthy subcutaneous fat and this was done with electrocautery dissection. I then debrided the muscle and fascia back to good healthy tissue with electrocautery and blunt dissection with the suction irrigator. I then got down into the deep cavity and started by making a hole in the mesh. I saw that there were no adhesions to the mesh posteriorly. The mesh was still incorporated laterally, but it was not incorporated to anything else.¿ the (B)(6) 2017 operative report continues: ¿I therefore resected the mesh circumferentially all the way back to the corkscrew metal tacks , which held it into the fascia. I sent a piece of this mesh for culture. The wound was then copiously irrigated. The base of the wound I believe was just the thickened neoperitoneum, which had formed on the underside of the mesh. I did not visibly see any bowel or omentum. I chose not to go any deeper than this. I felt like we had good healthy tissue at that point, which could be a good base for healing and it kept us out of the intraperitoneal cavity and out of any contact with mesh. The wound was copiously irrigated with 2 l of warm saline irrigation. The internal measurements of the wound deep were 13 x 11 cm once all that mesh was removed. The depth of the wound was really variable, dependent on if you lifted it up the abdominal wall and really opened up that posterior cavity, that could be as shallow as 12 cm or as deep as 25 cm. The wound was then packed with sterile saline soaked kerlix gauze. Sterile dressings were applied.¿ a culture report dated (B)(6) 2017 regarding specimens collected (B)(6) 2017 state: ¿specimen description: mesh right flank.¿ ¿gram stain: 1. Rare gram positive cocci in pairs. 2. No wbc noted. Culture: 1. Enterococcus faecalis, light growth.¿ ¿culture: 1. No anaerobes isolated.¿ a pathology report for the mesh that was explanted on (B)(6) 2017 was not provided. Records between (B)(6) 2017 and (B)(6) 2018 were not provided. Records dated (B)(6) 2018 state the patient was seen for a right flank incisional hernia. ¿increasing in size ¿ causing right flank tenderness.¿ ¿[patient] has been doing well on medical weight loss with dr. (B)(6) ¿ has lost about 35 lbs.¿ ¿(B)(6) 2017 ¿ drainage of abscess and removal of infected mesh ¿ wound vac (x3 mos).¿ notes from the (B)(6) 2018 visit states: ¿abdomen: morbidly obese. Large hernia at right flank / subcostal incision (bulging to about size of cantaloupe) ¿ reducible when [patient] on left side ¿ defect ~ 15x10cm.¿ assessment & plan states: ¿open hernia repair with mesh, poss component separation. This is a difficult hernia due [to] her history and number of procedures / repairs in this area. She has no muscle tissue or fascia in the right subcostal area. This will be a bridged repair stretching from the inferior edge of the ribs down to the iliac crest.¿ operative records dated (B)(6) 2018 state the patient underwent ¿open abdominal incisional hernia repair [with] mesh, extensive lysis of adhesions, resection of foreign body (mesh), repair of diaphragm.¿ postoperative diagnosis states: ¿incisional hernia without obstruction or gangrene.¿ ¿70-year-old female presented with a recurrent right flank hernia. She had a history of 2 previous hernia repairs. The second was complicated by a chronic seroma which then became a chronic abscess with infected mesh. The mesh was subsequently removed and a large open procedure and the wound healed by secondary intention with the wound vac. She did well for a couple years after that but now presents with a recurrent bulging hernia which is increasing in size and tenderness.¿ findings from the (B)(6) 2018 procedure states: ¿previous mesh still found in the lateral region. This was resected. Previous mesh was intimately adherent to the very edge of the pleura right at the diaphragm. Pleura and diaphragm were repaired. Large hernia measuring 15 x 8 cm repaired with 25 x 20 cm symbotex mesh.¿ the (B)(6) 2018 operative report states: ¿made a transverse incision through her previous scar. I then very carefully dissected down through each layer until we got into the peritoneum and through the hernia sac. This dissection was very tedious as there is extensive amount of scar tissue in this process took about 25 minutes. Once I get inside the peritoneum I was then able to dissect the hernia sac free from the surrounding tissues and start to define the edges of the hernia defect. There is at this point that I realized that she still had some of her previous symbotex mesh. This was held in by metal tacks. I dissected this free from the superior margin of the defect and then over to the lateral margin. At the lateral margin it was intimately adherent to both the liver and the diaphragm. As we resected it we ended up with a small 2 cm hole in the edge of the diaphragm. The remainder of the mesh was resected .¿ the (B)(6) 2018 operative records state: ¿we did get some bleeding from some intercostal vessels laterally and this was rendered hemostatic with 2-0 vicryl figure-of-eight sutures. The mesh was resected in passed off. I closed the hole in the diaphragm with 2-0 vicryl interrupted sutures. Prior to closing the last stitch I placed a red rubber catheter up into the chest cavity and then closed the suture well putting suction to the red rubber catheter we then slowly removed the regular rubber catheter under suction to prevent any pneumothorax. I placed a piece of symbotex mesh measuring 20 x 25 cm into the intraperitoneal space. This was then secured with trans-fascial o prolene interrupted sutures every 2 cm around the mesh. I left all these untied so that I could keep my hand underneath the mesh while putting all the sutures in. Once all the sutures were placed I then tied them all down.¿ the (B)(6) 2018 operative report continues: ¿we had good coverage of the defect and the mesh was taught in place. I then closed the muscle layer with o vicryl figure-of-eight sutures. Prior to completing the closure I placed 15 french foley fluted blake drain over the mesh and under the muscle and brought it out through the lateral abdomen and secured it with a 2-0 silk suture. I closed the deep tissues with 3-0 vicryl interrupted sutures and then the skin was closed with staples.¿ the records indicate a symbotex mesh (non-gore device) was implanted during the procedure. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Due to character/space constraints within the h10/11 narrative/corrected data field, all of the investigation information could not be included and is therefore being added as a separate attachment and should be referenced for complete investigation summary and conclusions. H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions h6: health effect impact code: f1903: device explantation h6: medical device component: g04088: membrane the investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1750, 1932, 2035, and 3191: appropriate term/code not available for ¿¿suffered substantial pain, disfigurement, anxiety, a lengthy time period of an open wound with wound vac, loss of ability to enjoy life, and substantial medical bills through medicare. She also has loss [sic] substantial abdominal muscle and is it a [significant] future risk of additional hernias¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.